Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. She had revision surgery 6 years and 11 months post-surgery. The patient experienced significant adhesions requiring surgical intervention and extensive lysis, abdominal wall abscess, partial bowel obstruction, and recurrence.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, d8, g1, h6 (ime, imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. The patient underwent a hernia repair with mesh. The patient experienced significant adhesions requiring surgical intervention and extensive lysis, abdominal wall abscess, partial bowel obstruction, infection, pain, seroma, partial large bowel obstruction, recurrence, hematoma, inflammation, and perforation. Post-operative patient treatment included revision surgery 6 years, small bowel resection, hernia repair with new mesh, 11 months post-surgery, and medication.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. The patient underwent a hernia repair with mesh. The patient experienced significant adhesions requiring surgical intervention and extensive lysis, abdominal wall abscess, partial bowel obstruction, infection, pain, seroma, partial large bowel obstruction, recurrence, hematoma, inflammation, perforation, hernia sac containing loops of large bowel, mild fluid in hernia sac, fluid collection, cystic lesion, edematous loops of small bowel, ileus, abdominal pain, fever, nausea, redness, swelling, bloody fluid, cellulitis, loose stool, discomfort, wound infection, and mass. Post-operative patient treatment included revision surgery 6 years, small bowel resection, hernia repair with new mesh, 11 months post-surgery, medication, CT scan, lysis of adhesions, antibiotics, ultrasound guided fluid aspiration, and hospitalization.

Manufacturer narrative:
Additional information: b5, h6 (ime code, ime e2402: ileus). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, a5b, b2, b5, b6, b7, d10, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. The patient underwent a hernia repair with mesh. The patient experienced significant adhesions requiring surgical intervention and extensive lysis, abdominal wall abscess, partial bowel obstruction, infection, pain, seroma, partial large bowel obstruction, recurrence, hematoma, inflammation, perforation, hernia sac containing loops of large bowel, mild fluid in hernia sac, fluid collection, cystic lesion, edematous loops of small bowel, ileus, abdominal pain, fever, nausea, redness, swelling, bloody fluid, cellulitis, loose stool, discomfort, and mass. Post-operative patient treatment included revision surgery 6 years, small bowel resection, hernia repair with new mesh, 11 months post-surgery, medication, CT scan, lysis of adhesions, antibiotics, ultrasound guided fluid aspiration, and hospitalization.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. The patient experienced significant adhesions requiring surgical intervention and extensive lysis, abdominal wall abscess, partial bowel obstruction, infection, pain, seroma, partial large bowel obstruction, and recurrence. Post-operative patient treatment included revision surgery 6 years, small bowel resection, hernia repair with ew mesh, and 11 months post-surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.